Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during s lead explant procedure on (B)(6) 2019 for muscle spasms (reference MFR. Report# 1627487-2019-02286, 1627487-2019-05418,1627487-2019-05419,1627487-2019-05420 and 1627487-2019-0542.) A portion of the patient's s2 lead broke off and is stuck inside the patient's sacrum. Additional information revealed the portion of the lead remains implanted and no other interventions are planned for the patient.

Event description:
Follow-up information revealed the issue is resolved.